Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 400 mg/dl. Prior to troubleshooting with tandem technical support, the customer reverted to manual injections for insulin therapy. During troubleshooting with tandem technical support, the cartridge was changed to address the issue and insulin delivery was resumed.